Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the hose clamp for the manifold was replaced. Additional malfunctions include the filter was dirty, and the zip ties were replaced.